Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 1 of 2 MDR's filed for the same patient (reference 3002806535-2016-00759 / 00760).

Event description:
Patient underwent a left hip revision procedure approximately nine years post-implantation due to pain, armd (adverse reaction to metal debris), and elevated metal ion levels.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Methods: photographic inspection, manufacturing review. Manufacturing history found no evidence of product nonconformance. Examination of the returned device revealed evidence of wear and deformation. The most likely root cause of the event is malpositioning or joint laxity; however, a conclusive root cause cannot be determined with the available information.